Manufacturer narrative:
H3, h6: the product was returned for evaluation. The visual inspection performed on the returned product revealed that the dressing was in an open pouch and appeared to adhere into what would have formed the top seal of the pouch. A dimensional evaluation performed on the returned product revealed that the dressing appeared to be shorter than intended, dressing measured 8 cm in length & 10 cm in width. The review of the production records revealed no issues were detected during the manufacturing process. No similar events were found in the complaint history; therefore, this would suggest it is an isolated event. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. The supplier stated that, there was a retained sample. After analysis of the image, it was confirmed that the defect was due to abnormal sealing, which occurred during the packing process. The packing worker failed to spot the defect timely and released the defect to box packing process. Based on the above analysis, the defect is an occasional issue generated in the packing process and will not happen in a whole batch. In future production, the operation training of workers will be enhance to ensure defects were prevented timely. Personnel was notified and retrained, also some improvements during the process were implemented. At this time, we have reason to suspect that the product failed to meet product specifications at the time of manufacture. However, based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during the set up/inspection for a treatment, when sterile pouches were taken out from the carton, it was confirmed that two (2) pouches of melolin sterile 10x10cm ctn 10 were already opened, and the dressings in there were smaller than the specification. The treatment was performed, without any delay, using a s+n back-up device. Since incident occurred before procedure; patient was not yet involved.